Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site, no parts has been replaced and no service report has been provided. The cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).